Event description:
Per the clinic, the device was explanted on (B)(6) 2022, due to no sound. The patient was re-implanted with a new cochlear device during the same surgery.

Manufacturer narrative:
This report is submitted on february 22, 2022.

Manufacturer narrative:
Correction: the previous MDR submitted on february 22, 2022. Was filed inadvertently. No device explantation has occurred. This report is submitted on september 08, 2022.